Event description:
The reporter stated that the device was displaying an invalid syringe size error. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. The size potentiometer was replaced because it could not be calibrated. This is being monitored for trends.